Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead showed electrical ¿noise¿ when hooked up to the analyzer. It was tested with and w/out the df4 connector, with two separate pacing cables, two separate pig tail adapters and with two separate programmers. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.